Event description:
Revision of shoulder components. Primary surgery was in 2012. Patient presented with pain in (B)(6) 2013. X-rays showed a possible infection and the glenosphere was possible not placed correctly onto the base plate upon screwing. Antibiotic spacer was implanted. This event occurred outside the us, in the united kingdom.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for evaluation. Additionally, the device specific identification numbers were not provided, precluding a review of the device history record.